Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Additional information received indicates that the lead was explanted due to high pacing thresholds. This lead was retained by the hospital. No additional adverse patient effects were reported.